Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings

Event description:
The user facility reported they were unable to insert the component. The following information was provided by the user: when the component was being inserted into the insertion sheath, there was resistance. The component was withdrawn and successfully removed. Manual compression was applied to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient. Estimated blood loss was less than 250 cc. Additional information was received on december 14, 2017. The word component used in the beginning sentence of "when the component..." Means the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.